Event description:
A facility reported that the mayfield infinity skull clamp (a1114) moved and the patient slipped out of the pins resulting in an unspecified patient injury. No further information has been provided.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -evaluation of the returned unit was unable to duplicate slippage. However, the evaluation showed that there was slight rotational movement in the lock, and when the unit was disassembled, there was a residue build up in the lock. However, when the clamp is properly positioned and put under pressure, it does not move. Additionally, the unit was received with the triad rocker arm instead of the adult rocker arm assembly. To resolve the wear issues found, it is recommendation that the unit receive a pm with replacement of all worn components along with general cleaning and maintenance. Further, since patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the findings of the service & repair report were confirmed by qe with no additional device deficiencies observed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint, and slippage could not be duplicated. The clamp does have a little bit of movement without any pressure on it, but when the clamp is properly positioned and put under pressure, it does not move. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.